Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right coronary artery stenting procedure, in a mildly tortuous and mildly calcified lesion, the balloon ruptured on the second inflation at 12 atmospheres. There was no adverse pt sequela. A non-abbott balloon was used to complete the procedure. There was no add'l info provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.